Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional sf catheter. During the procedure, a tamponade was detected. Pericardiocentesis yielded 250 cc. Patient was reported to be in stable condition and was transferred to the coronary care unit for observation. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. It was presumed that the injury occurred when the catheters were removed. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to a deflection mechanism issue, but it was likely related to the removal of the sterilmed isthmus catheter at the end of the procedure. Further clarification was requested on the deflection mechanism issue, it was clarified that the issue was that the catheter stopped deflecting. The deflection was not stuck. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. The irrigation test wasn't performed since it was dissected. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane (pu) application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the deflection issue has been verified. The root cause of the cardiac tamponade remains unknown. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/22/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Event description continuation: were bubble errors on the smartablate pump. The catheter was flushed forward (out of the body) and the bubble error issue resolved.there is no information regarding spi value. Smarttouch catheter was in close proximity to the isthmus catheter while ablating the cavotricuspid isthmus (cti) line. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. The deflection issue and the bubble error on the smartablate pump were assessed as not reportable. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17559099l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate generator, model #: m-4900-07, serial #: (B)(4); smartablate pump, model #: m-4900-08, serial #: (B)(4); soundstar eco catheter, model #: m-5723-18, lot #: 10439236 ; pentaray navigational eco catheter, model #: d-1282-07, lot #: 17564129l; non-biosense webster, inc. - st. Jude medical brk transseptal needle with safesept; non-biosense webster, inc. - st. Jude medical agilis 8.5 french sheath (408310). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a tamponade was detected. Pericardiocentesis yielded 250cc. Patient was reported to be in stable condition and was transferred to the coronary care unit for observation. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. It was presumed that the injury occurred when the catheters were removed. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to a deflection mechanism issue, but it was likely related to the removal of the sterilmed isthmus catheter at the end of the procedure. Further clarification was requested on the deflection mechanism issue, it was clarified that the issue was that the catheter stopped deflecting. The deflection was not stuck. Transseptal puncture was performed with a st. Jude medical brk transseptal needle with safesept and a st. Jude medical agilis sheath. There is no information regarding generator parameters, generator settings, overall ablation time, or last ablation cycle time at the site of injury. Irrigated catheter flow was set on the default sf settings of 2ml/min while mapping, 7ml/min while ablating at 30 watts or less, and 15ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. It was noted that there (event description to be continued in additional MFR info)